Event description:
It is reported that the surgeon was unable to tighten down the hinge pin so he implanted another hinge pin.

Manufacturer narrative:
Eval summary: a hinge post extension, size 17 was returned with the complaint for review. Visual examination reveals that the device is in good condition. Thread gauges, micrometers, and calipers were used to perform dimensional analysis. Dimensional analysis revealed that the device is conforming to print specification. Eval: review of the device history records was not possible as the product and/or lot numbers required for the retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.